Manufacturer narrative:
Expiration date: 11/2020. Manufacturing date: 11/2015. Based on the available information, this event is deemed to be a reportable malfunction. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting a connection issue with the device. Reporter stated "endotracheal tube fr 3.5 connector is too large, it cannot connect to with the ventilator". It has been returned by the hospital. The product was not used on a patient.

Manufacturer narrative:
An analysis on the unused returned sample showed that it met specification. Connector was found to be dimensionally acceptable as per the specification and passed the jig test when mounted to the iso test jig which complies with iso (B)(4) requirement. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.